Manufacturer narrative:
This report is submitted on december 16, 2021.

Event description:
Per the clinic, the patient experienced recurrent infections and pain at the abutment site in 2017 (specific date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported). The abutment was removed on (B)(6) 2017 and replaced on (B)(6) 2018. Additional information has been requested but it has not been made available as of the date of this report.